Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 09-mar-2023. The most recent information was received on 23-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("intermittent and recurrent pelvic pain, heat in the pelvic area, sharp pain") in an adult female patient who had essure inserted (lot no. 623816) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. In 2007 she experienced pelvic pain (seriousness criteria hospitalisation and medically important) and pelvic discomfort ("pelvic heaviness, tightness"). In 2014 she experienced fatigue ("recurrent abnormal fatigue, occasionally paroxysmal"), exercise tolerance decreased ("aggravation when carrying a load, when putting pressure on the skeleton, (purse, even very light backpack...), after car journeys, even during moderate physical exercise"), a first episode of musculoskeletal pain ("recurrence of skeletal and muscular pain everywhere"), a second episode of musculoskeletal pain ("recurrence of skeletal and muscular pain everywhere"), malaise ("feeling of being rusty"), pain ("contracted/ soreness of the whole body") and asthenia ("loss of strength (impression of being 80 years old when getting up..)"). In 2019 she experienced liver disorder ("at least one hepatic biological marker modified without any explanation found hepatic problems (alt - alanine transaminase, ast - aspartate transaminase) slightly increased"). In 2021 she experienced gait disturbance ("sometimes difficulty when climbing stairs"), loss of personal independence in daily activities ("almost permanent inability to carry out simple daily tasks (cleaning, lawnmower, etc.)"), paraesthesia ("recurring sensations of vibrations and tingling especially in the limbs but also all along the spine"), diaphragmalgia ("heat around the diaphragm"), disturbance in attention ("more and more difficulties carrying out prolonged intellectual work or with concentration"), memory impairment ("forgetfulness") and clumsiness ("clumsiness"). An unknown time later she experienced arrhythmia ("episodic feeling of cardiac arrhythmias") and impaired work ability ("work stoppage"). At the time of the report, none of the events or their latest episode had resolved. No causality assessment was received for essure with regard to pelvic pain, pelvic discomfort, fatigue, exercise tolerance decreased, the first episode of musculoskeletal pain, the second episode of musculoskeletal pain, malaise, pain, asthenia, liver disorder, gait disturbance, loss of personal independence in daily activities, paraesthesia, arrhythmia, diaphragmalgia, disturbance in attention, memory impairment, clumsiness or impaired work ability. The reporter commented: diagnostic wandering: passing through the gastroenterology department and the internal medicine department and through multiple additional examinations especially for 1 year (thoraco-abdominal injected scans, ultrasounds, magnetic resonance imaging (MRI), digestive endoscopy, bone scintigraphy, osteodensitometry, capillaroscopy, laboratory tests, etc.) With no anomaly in these examinations which is deemed to be able to explain the symptomatology. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. Lot number: 623816. Manufacture date: 2007-03. Expiration date: 2009-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-mar-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 09-mar-2023. The most recent information was received on 26-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("intermittent and recurrent pelvic pain, heat in the pelvic area, sharp pain") in an adult female patient who had essure inserted (lot no. 623816) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On 02-oct-2007, the patient had essure inserted. In 2007 she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required) and pelvic discomfort ("pelvic heaviness, tightness"). In 2014 she experienced fatigue ("recurrent abnormal fatigue, occasionally paroxysmal"), exercise tolerance decreased ("aggravation when carrying a load, when putting pressure on the skeleton, (purse, even very light backpack...), after car journeys, even during moderate physical exercise"), a first episode of musculoskeletal pain ("recurrence of skeletal and muscular pain everywhere"), a second episode of musculoskeletal pain ("recurrence of skeletal and muscular pain everywhere"), malaise ("feeling of being rusty"), pain ("contracted/ soreness of the whole body") and asthenia ("loss of strength (impression of being 80 years old when getting up..)"). In 2019 she experienced liver disorder ("at least one hepatic biological marker modified without any explanation found hepatic problems (alt - alanine transaminase, ast - aspartate transaminase) slightly increased"). In 2021 she experienced gait disturbance ("sometimes difficulty when climbing stairs"), loss of personal independence in daily activities ("almost permanent inability to carry out simple daily tasks (cleaning, lawnmower, etc.)"), paraesthesia ("recurring sensations of vibrations and tingling especially in the limbs but also all along the spine"), diaphragmalgia ("heat around the diaphragm"), disturbance in attention ("more and more difficulties carrying out prolonged intellectual work or with concentration"), memory impairment ("forgetfulness") and clumsiness ("clumsiness"). Essure was removed on 26-jun-2023. An unknown time later she experienced arrhythmia ("episodic feeling of cardiac arrhythmias") and impaired work ability ("work stoppage"). The patient was treated with surgery (medical device removal). At the time of the report, none of the events or their latest episode had resolved. No causality assessment was received for essure with regard to pelvic pain, pelvic discomfort, fatigue, exercise tolerance decreased, the first episode of musculoskeletal pain, the second episode of musculoskeletal pain, malaise, pain, asthenia, liver disorder, gait disturbance, loss of personal independence in daily activities, paraesthesia, arrhythmia, diaphragmalgia, disturbance in attention, memory impairment, clumsiness or impaired work ability. The reporter commented: diagnostic wandering: passing through the gastroenterology department and the internal medicine department and through multiple additional examinations especially for 1 year (thoraco-abdominal injected scans, ultrasounds, magnetic resonance imaging (MRI), digestive endoscopy, bone scintigraphy, osteodensitometry, capillaroscopy, laboratory tests, etc.) With no anomaly in these examinations which is deemed to be able to explain the symptomatology. New ha number received on 26-jun-2023: r2314500. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. [Hair metal test] on 13-apr-2023: tin: 0.1007 (chronic toxicity limit between 0.0070 and 1.4000) lot number 623816 manufacture date 2007-03 expiration date 2009-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jun-2023: new ha number, healthcare facility , lab data (hair test) and essure removal date received and imdrf code updated. 26-jun-2023: ha number received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) ) on 09-mar-2023. The most recent information was received on 05-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("intermittent and recurrent pelvic pain, heat in the pelvic area, sharp pain") in an adult female patient who had essure inserted (lot no. 623816) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. In 2007 she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required) and pelvic discomfort ("pelvic heaviness, tightness"). In 2014 she experienced fatigue ("recurrent abnormal fatigue, occasionally paroxysmal"), exercise tolerance decreased ("aggravation when carrying a load, when putting pressure on the skeleton, (purse, even very light backpack), after car journeys, even during moderate physical exercise"), musculoskeletal pain ("recurrence of skeletal and muscular pain everywhere"), malaise ("feeling of being rusty"), pain ("contracted/ soreness of the whole body") and asthenia ("loss of strength (impression of being 80 years old when getting up)"). In 2019 she was found to have transaminases increased ("alt - alanine transaminase and ast - aspartate transaminase slightly increased"). In 2021 she experienced gait disturbance ("sometimes difficulty when climbing stairs"), loss of personal independence in daily activities ("almost permanent inability to carry out simple daily tasks"), paraesthesia ("recurring sensations of vibrations and tingling especially in the limbs but also all along the spine"), diaphragmalgia ("heat around the diaphragm"), disturbance in attention ("more and more difficulties carrying out prolonged intellectual work or with concentration"), memory impairment ("forgetfulness") and clumsiness ("clumsiness"). Essure was removed on (B)(6) 2023. An unknown time later she experienced arrhythmia ("episodic feeling of cardiac arrhythmias") and impaired work ability ("work stoppage"). The patient was treated with surgery (medical device removal). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, pelvic discomfort, fatigue, exercise tolerance decreased, musculoskeletal pain, malaise, pain, asthenia, transaminases increased, gait disturbance, loss of personal independence in daily activities, paraesthesia, arrhythmia, diaphragmalgia, disturbance in attention, memory impairment, clumsiness or impaired work ability. The reporter commented: diagnostic wandering: passing through the gastroenterology department and the internal medicine department and through multiple additional examinations especially for 1 year (thoraco-abdominal injected scans, ultrasounds, magnetic resonance imaging (MRI), digestive endoscopy, bone scintigraphy, osteodensitometry, capillaroscopy, laboratory tests, etc.) With no anomaly in these examinations which is deemed to be able to explain the symptomatology. New ha number received on 26-jun-2023: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. [Hair metal test] on (B)(6) 2023: tin: 0.1007 (chronic toxicity limit between 0.0070 and 1.4000) lot number 623816, manufacture date 2007-03, expiration date 2009-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-jul-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(6)) on 09-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("intermittent and recurrent pelvic pain, heat in the pelvic area, sharp pain") in an adult female patient who had essure inserted (lot no. 623816) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure inserted. In 2007 she experienced pelvic pain (seriousness criteria hospitalisation and medically important) and pelvic discomfort ("pelvic heaviness, tightness"). In 2014 she experienced fatigue ("recurrent abnormal fatigue, occasionally paroxysmal"), exercise tolerance decreased ("aggravation when carrying a load, when putting pressure on the skeleton, (purse, even very light backpack...), after car journeys, even during moderate physical exercise"), bone pain ("recurrence of skeletal and muscular pain everywhere"), myalgia ("recurrence of skeletal and muscular pain everywhere"), malaise ("feeling of being rusty"), pain ("contracted/ soreness of the whole body") and asthenia ("loss of strength (impression of being 80 years old when getting up..)"). In 2019 she experienced liver disorder ("at least one hepatic biological marker modified without any explanation found hepatic problems (alt - alanine transaminase, ast - aspartate transaminase) slightly increased"). In 2021 she experienced gait disturbance ("sometimes difficulty when climbing stairs"), loss of personal independence in daily activities ("almost permanent inability to carry out simple daily tasks (cleaning, lawnmower, etc.)"), paraesthesia ("recurring sensations of vibrations and tingling especially in the limbs but also all along the spine"), diaphragmalgia ("heat around the diaphragm"), disturbance in attention ("more and more difficulties carrying out prolonged intellectual work or with concentration"), memory impairment ("forgetfulness") and clumsiness ("clumsiness"). An unknown time later she experienced arrhythmia ("episodic feeling of cardiac arrhythmias") and impaired work ability ("work stoppage"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to pelvic pain, pelvic discomfort, fatigue, exercise tolerance decreased, bone pain, myalgia, malaise, pain, asthenia, liver disorder, gait disturbance, loss of personal independence in daily activities, paraesthesia, arrhythmia, diaphragmalgia, disturbance in attention, memory impairment, clumsiness or impaired work ability. The reporter commented: diagnostic wandering: passing through the gastroenterology department and the internal medicine department and through multiple additional examinations especially for 1 year (thoraco-abdominal injected scans, ultrasounds, magnetic resonance imaging (MRI), digestive endoscopy, bone scintigraphy, osteodensitometry, capillaroscopy, laboratory tests, etc.) With no anomaly in these examinations which is deemed to be able to explain the symptomatology. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.